Event description:
On (B)(6) 2023, it was reported that this patient on peritoneal dialysis (pd) was diagnosed with peritonitis. There were no reported allegations of any issues with fresenius products in relation to the event. In an additional follow-up call with the pd nurse, it was stated that the patient was found unresponsive on (B)(6) 2023. As a result, the patient was taken to the hospital via ambulance. Per the nurse, it was discovered the patient was hypoglycemic with a reported blood sugar of 12. The nurse stated the hypoglycemia was not related to pd therapy or fresenius products. The nurse provided a medical history of fragile pre-existing insulin dependent diabetes mellitus, with failure to thrive, poor oral intake and generally ill. The nurse attributes hypoglycemia to the patient¿s pre-existing conditions. Regarding the initial report of peritonitis, the nurse indicated that the patient had a pd culture obtained in the hospital which prompted a concomitant diagnosis of peritonitis. However, the nurse did not have the pd culture results available. The patient was treated with intravenous (IV) antibiotic therapy (details were unknown). Additionally, the patient was switched to hemodialysis for renal replacement needs due to patient¿s overall condition. The patient remained hospitalized with covid and family discussions around hospice service at the time follow-up was completed. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse indicated the peritonitis was due to a breach in infection control when performing pd treatment.